Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the buretrol solution administration set had a black particle floating in the burette chamber. The particulate matter was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed and revealed a black particle approximately 0.3 sq.mm floating inside the burette chamber. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.